Manufacturer narrative:
The country of origin is (B)(6). The top of the probe was found to be broken. The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results, for 79 patients, from the cobas c513 module. See for patient results. The questionable results were reported outside the laboratory. The reagent lot number is 43733801 and the expiration date was 31-mar-2021.

Manufacturer narrative:
The field service engineer replaced the broken probe. They then performed a precision check of the system with acceptable results. The investigation determined that the issue found by the field service engineer was the root cause of the event.